Manufacturer narrative:
Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The zilver ptx 35 drug-eluting stent device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. IFU & label review: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu117) states the following: ¿the zilver ptx drug eluting peripheral stent is intended for use in the treatment of symptomatic vascular disease of the above the knee femoropopliteal arteries¿. It is known from the additional information that the location of the stent used was across the knee joint and below the femoral epicondyles. This is not the intended area of use for the device. It also states that the distal end of the stent should be placed above the plane of the femoral epicondyles. It should also be noted that instructions for use lists arterial aneurysm and stent strut fracture as potential adverse events of the device. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: 1. The complaint of stent fracture and an aneurysm is confirmed. 2. The 8cm long stent was implanted telescoped to 44mm and implanted at the knee joint in the p2 segment pa below the femoral epicondyles. This increased the fracture potential. A precaution regarding implantation below the femoral epicondyles is contained in the IFU. 3. The fracture likely caused the aneurysm unless the original lesion was a post traumatic injury or cystic adventitial disease of the pa. These etiologies were possible because the patient was young and calcification, usually present with atheromatous disease, absent. 4. Because the aneurysm could have not included all layers of the artery wall, it was a pseudoaneurysm rather than an aneurysm. 5. The large diameter stent also supports a young patient with localized disease. If atherosclerotic in nature, the original lesion was unusual for its focality, absence of calcification, and early age onset. Root cause analysis: a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information provided it is known that the device was used across the knee joint and below the femoral epicondyles. This is not the intended area of use for the device. Instructions for use states that the zilver ptx drug eluting peripheral stent is intended for use in the treatment of symptomatic vascular disease of the above the knee femoropopliteal arteries. It also states that the distal end of the stent should be placed above the plane of the femoral epicondyles. From the image review it is known that the stent was implanted telescoped to 44mm and implanted at the knee joint in the p2 segment pa below the femoral epicondyles. As per the information received, the user stated that they were aware of the off label location of the stent but a decision to use it was made as it was the most reliably performing stent available to them at that time and if no stent had been placed, then the likely outcome would have been amputation. This off label location would have increased the fracture potential of the stent and thus in turn, the fracture would have likely caused the aneurysm. The stent fracture would have likely contributed to the aneurysm as the original lesion was neither a post traumatic injury or cystic adventitial disease of the pa. As confirmed by the user, it was a chronic calcified lesion. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection summary: according to the initial reporter, the stent fractured in 2 planes - around it and also along one of the components. It has come back with an aneurysm. They all looked at it and could not understand how it had done it so. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient underwent surgical removal of stent from heavily scarred vessel, and bypass jump graft of popliteal aneurysm. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information provided it is known that the device was used across the knee joint and below the femoral epicondyles. Instructions for use states that the zilver ptx drug eluting peripheral stent is intended for use in the treatment of symptomatic vascular disease of the above the knee femoropopliteal arteries. It also states that the distal end of the stent should be placed above the plane of the femoral epicondyles. From the image review it is known that the stent was implanted at the knee joint in the p2 segment pa below the femoral epicondyles. This off label location would have increased the fracture potential of the stent and in turn, the fracture would have likely caused the aneurysm. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to a second image review completed on 01-may-2023.

Event description:
It has fractured in 2 planes - around it and also along one of the components. It has come back with an aneurysm. We all looked at it and could not understand how it had done it. "As per cc form": customer emailed thomas willads jensen about another matter and included comments regarding this incident on the same email. Thomas has forwarded the email onto myself to raise a complaint. I will attached the email trail along with an image, together with the customer complaint form patient outcome: stent placement. Patient/event info - notes: 1. Are images (e.g. Angiography, us etc.) Of the device and/or procedure available? Yes. 2. Was the device flushed before the procedure, as per IFU? Yes. 3. Were there any issues with flushing of the device? No. 4. Details of the access sheath used (name, fr size,length)? 5. Details of the wire guide used (name, diameter, hyrdophyllic)? Deployed over amplatz . 6. What approach was used to access the target site? Antegrade please specify for other: ________________. 7. If contralateral, was the bifurcation angle steep? N/a. 8. What was the target location for the stent? Left mid popliteal. 9. What artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other left mid popliteal ¿ see image. Please specify for other: ______________. 10. Was the wire guide removed from the patient prior to advancing the delivery system? No. 11. If removed, was the wire guide wiped prior to advancement of the delivery system? N/a. 12. Did the stent delivery system cross the target location? Yes. 13. Was pre-dilation performed ahead of placement of the stent? Yes. 14. Was the patient¿s anatomy difficult or altered? No. If other, please specify: ______________. 15. Was resistance encountered when advancing the wire guide? No. 16. Was resistance encountered when advancing the delivery system to the target location? No. 17. Was resistance encountered when deploying the stent? No. 18. How did the physician deal with any resistance encountered? N/a. 19. Was the stent fully deployed in the patient before removing the delivery system? Yes. 20. After deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other not at completion of original procedure. If other please specify: ____________________. 21. Was post-dilation performed after the placement of the stent? Yes. 22. Did any portion of the device break off? No. If yes please state what part: 23. When did the device break? N/a. 24. Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? No. 25. Thumbwheel only ¿ was the retraction sheet being held durng deployment. No. 26. Did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? No. 27. If yes, was the stent partially deployed? N/a. 28. If yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a. 29. If removed, did any part of the stent fracture during removal of the delivery system? N/a. 30. Was the delivery system kinked or twisted during advancement or deployment? No. 31. Please advise if and when any damage was observed on the wireguide no. 32. Did the patient require any additional procedures as a result of this event? Yes ¿ please see comments above. 33. What intervention (if any) was required? Yes ¿ please see comments above. 34. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Yes ¿ please see comments above . 35. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No. 36. Please specify if yes.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.